Event description:
It was reported that the system had a charger failed error at boot and the system was unusable. This can prevent the system from booting, resulting in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The filament drive board and power cap module were replaced and the generator was calibrated during the service call. The system was tested, found to be working as intended and returned to service.